Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose level was not recorded at the time of the call. The customer was offered assistance with trouble shooting with the insulin pump but the customer stated that they would rather call back when she left the hospital. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.